Event description:
It was reported the device paused multiple times when it was connected to a patient. It was not believed to be a broken pause button, as it passed the self test at power up. A different device was used, and there were no patient complications.

Event description:
It was reported the device paused multiple times when it was connected to a patient. It was not believed to be a broken pause button, as it passed the self-test at power up. A different device was used, and there were no patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found anomalies with the "pause" key and possibly the "off" key during electrical testing, which may be related to the reported event. Visual anomalies included a collapsed keyboard "pause" key, upper and lower cases broke and contaminated, battery release, knobs, battery drawer, and battery drawer o-ring contaminated, side bail covers broke, lead flex cover corroded, battery contact compressed, and liquid crystal display (lcd) out of specification.